Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial lead procedure on (B)(6) 2017, the physician was unable to advance the lead into the patient's area of pain due to scar tissue. Consequently, the procedure was abandoned.